Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('general abnormal bleeding') and pregnancy with contraceptive device ('claiming pregnancy:no complication') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and psychological trauma ("psych injury") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and dysmenorrhoea had resolved and the pregnancy with contraceptive device and psychological trauma outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, pelvic pain, pregnancy with contraceptive device and psychological trauma to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal ,dysmenorrhea (cramping), bleeding discrepancy noted in insertion date: (B)(6) 2015 (previously reported) and in current fu (01jan2009) was reported. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received: previously reported event "injury" was updated to new events pelvic pain, abdominal ,dysmenorrhea (cramping),general abnormal bleed, psych injury,pregnancy: birth - no complication, device ineffective. Follow up 1 and 2 processed together no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B76532) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included multigravida and parity 4. Concurrent conditions included uterine leiomyoma and stress urinary incontinence. Concomitant products included carisoprodol since 2009 to (B)(6) 2018 and diazepam since 2009 to (B)(6) 2018 for anxiety, omeprazole (prilosec) since 2009 to (B)(6) 2018 for gerd as well as dexlansoprazole since 2009 to (B)(6) 2018 and oxycodone hydrochloride; paracetamol (percocet) since 2009 to (B)(6) 2018. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2014, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psych injury/ psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and nausea ("nausea") and was found to have weight decreased ("weight gain/ loss (specify which one) weight loss"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding") and abdominal pain ("abdominal pain") and was found to have a pregnancy with contraceptive device ("claiming pregnancy:no complication"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and dysmenorrhoea had resolved and the pregnancy with contraceptive device, depression, vaginal haemorrhage, menorrhagia, dyspareunia, nausea, weight decreased and anxiety outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, nausea, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal ,dysmenorrhea (cramping), bleeding discrepancy noted in insertion date: (B)(6) 2015 (previously reported) and in current fu ((B)(6) 2009) was reported. Discrepancy noted in insertion date: (B)(6) 2014. Current weight 120 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65.306 kgs. Batch no b76532 production date 2013-10-07 expiration date 2016-10-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B76532) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included gravida ii and parity 4. Concurrent conditions included uterine leiomyoma and stress urinary incontinence. Concomitant products included carisoprodol since 2009 to january 2018 and diazepam since 2009 to (B)(6) 2018 for anxiety, omeprazole (prilosec) since 2009 to (B)(6) 2018 for gerd as well as dexlansoprazole since 2009 to (B)(6) 2018 and oxycodone hydrochloride;paracetamol (percocet) since 2009 to(B)(6) 2018. On (B)(6) 2009, the patient had essure inserted. In june 2014, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish"). In august 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psych injury/ psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and nausea ("nausea") and was found to have weight decreased ("weight gain/ loss (specify which one) weight loss"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding") and abdominal pain ("abdominal pain") and was found to have a pregnancy with contraceptive device ("claiming pregnancy:no complication"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and dysmenorrhoea had resolved and the pregnancy with contraceptive device, depression, vaginal haemorrhage, menorrhagia, dyspareunia, nausea, weight decreased and anxiety outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, nausea, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal ,dysmenorrhea (cramping), bleeding discrepancy noted in insertion date: (B)(6) 2015 (previously reported) and in current fu (B)(6) 2009) was reported. Discrepancy noted in insertion date: (B)(6) 2014. Current weight 120 lbs diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65.306 kgs. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet and medical record was received. Lot number were added. Medically confirmed case. Event added from pfs- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dyspareunia (painful sexual intercourse), nausea, mental anguish, weight loss, she did not undergo essure confirmation test. And previously reported event- psych injury updated to event- depression. Reporter information, medical history, concomitant drug were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.